Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer had failed. A field service engineer assisted the customer in resolving several failed storage spaces across multiple stations. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed drawer was not visible during storage recovery, though the failed icon was present and tacrolimus was inside the drawer and could not be accessed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.